Event description:
It was reported that the implant inserter equipment failed inspection on an unknown date. The device did not malfunction during surgery while being used on patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Part received. Device is an instrument and is not implanted/explanted. Device has been received and is currently in the evaluation process. Placeholder.